Event description:
I switched over to the tandem mobi insulin pump 13 months ago. Since then I have replaced the pump twice so I am on my third pump. The failure event is frequent occlusion alarms when starting a bolus injection. The pumps all work fine for three to four months then start showing occlusion alarms that increase in frequency until the pump is unusable. Pt: 4582. Device: 3023, 2588, 4086. Ref: mw5186844.